Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. Acu watchdog failure also primary audible alarm post was found in the event history log. During testing the errors were not duplicated. The analyst replaced the speaker for preventive measure and performed preventative maintenance and all functional testing.

Event description:
Information was received indicating that the medfusion 3500 pump an error for an acu watchdog failure. There were no adverse events reported.